Event description:
It was observed during device evaluation that the duodenovideoscope exhibited white foreign material in the air water (aw) cylinder and air water (aw) tube, along with chipping of the adhesive around the objective lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the chipping of the adhesive around the objective lens is traced to component failure. Additionally, cause of the white foreign material in the air water (aw) cylinder and air water (aw) tube could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.